Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument fired, but would not cut. More details of the incident will be forwarded as soon as it is received. 1/25/2000 add'l info from affiliate. The surgeon was performing a open lung lobectomy on 1/11/2000. The instrument would not advance or fire, a new instrument was opened to complete the procedure. There was no adverse outcome to the pt. The hospital discarded the device but sent back (4) unopened devices from the same lot number for evaluation.